Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump time was displaying am instead of pm. Tandem technical support assisted the customer with changing the setting. There was no reported impact to the customer's blood glucose.